Manufacturer narrative:
B2: other- delay in treatment d1, d2, d4: product identifiers are unknown g4: product identifiers are not known, hence 510k# is unknown. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an attorney via a medtronic representative regarding a patient implanted with a spinal product using spine surgery surgical supplies/ equipment in an unknown spinal therapy for an unknown spinal indication. It was reported that the patient went to the healthcare medical facility for spine surgery on (B)(6) 2022. The patient was placed under anesthesia in preparation for the procedure. However, prior to commencement of the procedure, the patient was awakened and told the surgery was cancelled. The patient was told the medical facility did not have the proper supplies and equipment to do the surgery. The surgical supplies and equipment provided were mislabeled and unsuitable for patient's procedure. The patient had the surgical procedure completed four days later. The patient now suffers from the secondary effects from the double doses of anesthesia only four days apart. The patient has been suffering from blurred vision and panic attacks. The patient has had to go to the hospital four separate times due to these effects. No further complications were reported/ anticipated.